Manufacturer narrative:
Additional product code: hsb. Patient staying under anesthesia while devices were retrieved. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an unknown procedure, it was found out that an unknown humeral nail set do not have an unknown caddy with an unknown blades, unknown 4.0 titanium screws and unknown end caps. Originally, the sales consultant gets the set and there¿s going to be a tote with implants for blades and screws and end caps. The sales consultant called the fsl and eventually discovered that there was supposed to be a caddy inside the set. The sales consultant then go and drive to another hospital and return with a tote for said implants. The procedure was successfully completed; however, the patient spent an extra 100 minutes under anesthesia. Also, the end cap available from the other hospital was not the correct size, so it protruded from the patient¿s humeral head. Re-operation is most likely. Procedure and patient outcome were unknown. This complaint involves thirty-eight (38) devices. (B)(4).